Event description:
It was reported that the user experienced hyperglycemia while using the ilet, with a blood glucose of 362 mg/dl after having no insulin for three days, and the agent assisted the user in reconnecting the device and provided troubleshooting and education. Symptoms included elevated blood glucose without reported signs of acute distress. Outcomes included no reported hospitalization or medical intervention beyond troubleshooting support. Investigation included a review of use conditions and user troubleshooting to restore therapy delivery. Investigation of this case revealed that the event was user-related due to interruption of insulin delivery prior to reconnection, with no device malfunction reported. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.